Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of battery charger was completed. The reported problem (battery/charger fault) was confirmed. Upon investigation, the charger was resetting due to internally shorted q201 on the bedside board being internally shorted. The root cause of the shorted q201 was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery would not power on a monitor. A us distributor reported that a battery charger was internally shorted.